Manufacturer narrative:
The tech isolated the issue to the left siderail nurse call button. He replaced the nurse call button and caregiver label to repair the bed.

Event description:
Info received indicates the nurse call will not work from either siderail.